Manufacturer narrative:
(B)(4). If explanted, give date: not applicable as the lens remains implanted to date. (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that when the surgeon performed the 1 day post-op examination of a male patient that had a model ar40e intraocular lens implanted in both eyes, the surgeon noticed that one of lenses had a smoky appearance. The surgeon clarified that the "smokiness" meant that the lens has a homogeneous cloudy appearance. It looks much like what one sees with capsular bag distension syndrome but within the material of the lens. There appears to be no negative outcome associated with the implant. The best acuity is excellent and there is no subjective difference between the clear and unusual implant. No further information was provided.

Manufacturer narrative:
In the initial MDR, it was stated that information was unknown; however, this was an incorrect statement as the information was known and was provided. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
The product testing was not performed as the complaint device was not returned for analysis; the intraocular lens remains implanted. The reported complaint cannot be confirmed. Manufacturing process record review was performed; no non-conformance reports/ discrepancies/ deviations for similar issues were found during the manufacturing record review. The product was manufactured and released according to specifications. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Based on the investigation results there is no indication of product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
A representative slit lamp photo was received from the physician and review indicates the lens was discolored and not considered to have opacification as originally reported. This event is not considered a reportable malfunction as initially reported. All pertinent information available to abbott medical optics has been submitted.